Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 1.8. (B)(6) 2010, 1.8. (B)(6) 2010, 2.0. (B)(6) 2010, lab: 2.0.

Manufacturer narrative:
Customer has lyme disease and is taking antibiotics. Patient current medication and health status may affect coagulation test. This may lead to unexpected inr result or testing error. Data analysis could not be calculated since time between tests exceeds three hours. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Previous investigation of strip lot #233708 from another case met accuracy criteria. Conclusion: no reference or repeated inratio test result was available from customer. Patient taking antibiotics might be a factor in unexpected inr test result. Complaint did not contain sufficient information for root cause analysis. As reviewed on 11/07/2010, at 74 discrepant result complaints were reported for lot #233708 yielding a complaint rate of 0.055%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.